Event description:
The event involved a tego¿ connector where the customer reported that the valve was not functional. The tego connector was removed. The customer stated that the did not observed any defects with the device prior to use; the disinfected used on the valve was chlorex, the products used in the circuit were heparin and epo. The incident was not detected prior to direct patient use, there was no blood loss, no delay in critical therapy, no medical intervention required and there was no serious injury or death associated with this event. Evaluation confirmed a seal tear on the device (additional information is h11 section).

Manufacturer narrative:
Received one used d1000 tego for inspection and some seal tearing was observed on the tego. The reported complaint can be confirmed. The probable cause of the silicone seal moving is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.